Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-03-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de/ expiration date: 2018-11-30 UDI #:(B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de/ expiration date: 2018-11-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ controller ac (cac) adapter/ (B)(4)/ model #: 1430us / device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2017-08-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-08-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-11-08 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic complaining of battery issues. The controller had alarmed and one battery immediately went from two bars to four bars and another battery went from three bars to four bars. Log file analysis was performed and determined that the controller, batteries, and controller ac (cac) adapter exhibited power switching and intermittent power disconnects. All devices were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was also reported that after routine log file review, one battery was indicated to have had a communication error.

Manufacturer narrative:
H10: product event summary: the controller, six batteries, and a controller and ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries, and controller ac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed multiple power switching events due to momentary disconnections involving bat588694, bat588696, bat318884 and bat322890. Additionally, momentary disconnections that did not lead to power switching events were recorded involving bat318884, bat322890, bat588694, bat321842, bat588696, and bat588698. Momentary disconnections will result in an audible tone or ¿beep¿. This observation was most likely related to the reported ¿intermittent power disconnects¿. Data log files also revealed a relative state of charge (rsoc) between 101-201 involving bat588696, which is indicative of a communication error. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching and ¿beeping¿ events can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnection. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller (con303124), batteries (bat318884, bat321842, bat322890, bat588694, bat588696, bat588698) and controller ac (cac) adapter (cac102270) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries and cac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The analysis of the data logs revealed multiple power switching events due to momentary disconnections involving bat588694 and bat322890. Additionally, momentary disconnections were recorded without leading to power switching events involving bat318884, bat321842, bat588696 and bat588698. Momentary disconnections will result in an audible tone or ¿beep¿. This observation was most likely related to the reported power disconnects. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to evaluate momentary disconnections. Additional products: battery bat318884 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat588698 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat588694 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 controller ac (cac) adapter cac102270 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat322890 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat321842 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat588696 d10: yes, return date: 2018-04-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.